Manufacturer narrative:
A ge svc rep performed an on site investigation. The customer did not approve the new parts at this time. A f/u report will be filed when add'l details become available.

Event description:
It was discovered during a pm that the 6600 sys needs a new ii grid, a printer and a plunger for mag made. There were no injuries reported.